Event description:
It was reported that during the procedure to implant this right ventricular (rv) lead, when the lead was removed from its packaging, the lead appeared to be bent/crooked at approximately one to three inches from the distal tip. A different lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead body appeared to be normal. No insulation damage or deformed coils were observed. There was a slight gradual bend noted 1.5 to 2 inches from the lead tip, which was considered to be benign. Laboratory analysis was unable to confirm the reported clinical observations.

Event description:
This report is being sent to provide the results of the product investigation.